Event description:
The respiratory therapist administering oxygen noticed that the tubes that are placed in the nasal area are different lengths from the same lot numbers of the product. This can potentially cause delivery problem for oxygen or nasal penetrations.